Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, two (2) fast-fix 360 curved failed in the same way. During the suture the first point and implant (t1) deployed very well, when lowering the second implant (t2) it did not deploy, retrying several times lowering the gray trigger. It was necessary to remove this suture from the patient's joint. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported, patient's health condition is stable.

Manufacturer narrative:
H2: additional information ¿h6: medical device problem code¿.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found both devices were returned in their original, opened packaging with the suture and anchors off the needle. Device 1 had the deployment slider in the pre t1/post t2 position and device 2 was in the pre t2/post t1 position. The device in the pre t2/post t1 position had debris in the needle. A functional evaluation found device 1 cycled as intended and device 2 required the debris to be removed from the needle prior to cycling. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the device instructions for use (IFU) does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the t anchor implants are implantable, so biocompatibility is not an issue. If retained the patient impact beyond local irritation/discomfort, and/or migration cannot be determined. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, two (2) fast-fix 360 curved failed in the same way. During the suture the first point and implant (t1) deployed very well, when lowering the second implant (t2) it did not deploy, retrying several times lowering the gray trigger. It was necessary to remove this suture from the patient's joint. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported, patient's health condition is stable. During investigation it was found that the t1 implant was broken in half for both devices.